Event description:
It was reported to philips that the system failed to start when turned on in the morning. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. To resolve the issue, the customer restarted the system multiple times. Later, fse checked the device onsite and no issue was identified. Upon troubleshooting actions, fse proactively re-plugged the cables and hard disk. After multiple restarts, the system was returned to use in good working order.